Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.

Event description:
It was reported that during a sleeve gastrectomy, after having sectioned the stomach, the clips were not properly closed. No patient consequences.